Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the metalclip in front of electrode is fallen down in the shoulder during the surgery. The surgery is subacromial decompression. The procedure was completed with same like product with 120 minute delay.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is being closed since after multiple attempts to retrieve the product, the product still has not been returned for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. Therefore, the reported complaint cannot be confirmed and a specific root cause cannot be determined. Although a specific cause for the reported metal tip failure cannot be determined, an active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed two other similar complaints for this lot of devices released to distribution. All three similar events for this lot of devices were reported by the same surgeon. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device not returned for evaluation.